Event description:
One endeavor sprint rx drug-eluting stent was implanted to the mid left anterior descending and one endeavor sprint rx drug-eluting stent was implanted to the proximal rca (MFR report# 2953200-2009-01605). There was no occurrence of device failure or malfunction. A suspected mi occurred during index or re-pci procedure (non q-wave mi) in territory of implanted stents. Side branch intervention unk. The pt was discharged four days post index procedure. The investigator has not indicated if there was a relationship between the suspected mi and the study stents, drug/polymer or study procedure. The pt was asymptomatic at the 30 day, 6 month, 1 year and 1.5 year follow ups.

Manufacturer narrative:
Eval results: myocardial infarction.